Manufacturer narrative:
The device has been evaluated and the pusher assembly was found kinked which prevent the release wire from being pulled back to release the coil. (B)(4).

Event description:
It was reported during the coil could not be detached and stretched upon removal. No patient injury reported.